Manufacturer narrative:
Correction to: h6 (component code, type of investigation, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported that the lines on the syringes are not correct. She stated that there appears to be additional lines in between the markings, and the additional lines are more visible when the insulin is drawn. Consumer also reported that 2-3 needle hubs were separated inside of the shield. Consumer does not re-use. Consumer did not have the box when she called. She was able to provide the lot # but did not have the product number or description of the product. She stated that she is not sure which syringe she is using and said she will call back. I called her back to follow up, left voicemail for return call. Lot #: 3205101. Catalog #: unknown. Date of event: unknown. Samples: discarded.